Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner and outer sterile packages were broken upon opening. The surgery was completed with another implant.